Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025.the patient was hypoglycemic. Only routine diabetes management is described. The patient was not able to provide any approximate time/date as well when he was discharged at the hospital and returned home, all he was able to remember is that these issues he reported happened approximately last (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient experienced weakness, brain fog and was out of balance. He reportedly had no way to monitor his glucose levels after the wearable failed. The patient stated that their child transported him to the emergency room (ER). The patient was not able to provide information on what kind of tests were performed or of any medications given to him while at the hospital. The patient was only able to recall that a bg meter reading was taken and that they kept on using their insulin pens (humalog and lantus). The patient was unable to recall what the bg values were. The glycemic state requiring inpatient care was not described. There was no documentation of further medical evaluation or intervention. The patient was unable to recall any further details of the event. At the time of the report the patient was feeling fine. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.